Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Customer applied more force to the button, however, it still took multiple presses to respond. Customer's blood glucose level was 54 mg/dl. The customer reverted to an alternate method in insulin therapy.